Manufacturer narrative:
The investigation confirmed that non-reproducible, higher than expected troponin I es results were obtained for two different patient samples using vitros tropi es reagents on a vitros 5600 integrated system. Root cause for the unexpected results could not be determined; however, the possibility that inappropriate pre-analytical sample processing, unexpected vitros troponin I es reagent or vitros 5600 system performances had contributed to the result could not be ruled out entirely. The investigation is ongoing into the performances of vitros troponin I es kit lots >=1710.

Event description:
The customer complained after obtaining non-reproducible, higher than expected troponin I es results for two different patient samples using vitros tropi es reagents on a vitros 5600 integrated system. Patient 1 result: 3.56 ng/ml vs expected 0.022 ng/ml. Patient 2 result: 1.32 ng/ml vs expected 0.020 ng/ml. Biased result of the magnitude and direction observed may lead to inappropriate physician action. The results were not reported outside of the laboratory and no allegations of patient harm were made. This report corresponds to ortho clinical diagnostics inc. (B)(4).